Event description:
The report indicated that the customer's bgs had escalated within the first day of wearing a pod, resulting in a high reading (296mg/dl). The customer stated she felt pain when the cannula was inserted and that a "small pool of blood" was present at the insertion site when the pod was removed (though there was no redness or bruising). The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.